Event description:
The customer reported the system is displaying a filament regulator error and a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and generator driver board. System operates as intended. (B) (4).